Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support with the inability to zero a non-fiber optic balloon while in auto mode when starting therapy after insertion. User resolved the issue by the time the esp personel had reached them. The esp personel had identified some issues with the patient heart rate being 120-160 and no r wave.user called into emergency support program (esp) line to request support with the inability to zero a non-fiber optic balloon while in auto mode when starting therapy after insertion. User resolved the issue by the time the esp personel had reached them. The esp personel had identified some issues with the patient heart rate being 120-160 and no r wave. The esp personel had reviewed and discussed the troubleshooting steps to the user. No harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5. (B)(6), a ccl rn, called for assistance for the inability to zero a non-fiber optic balloon while in auto mode when starting therapy after insertion. (B)(6) stated that they had resolved the issue by the time esp personal reached him. He stated that they were using a non-fiber optic balloon due to availability issues and they were unable to zero the console while in auto mode and had to transition to semi auto to do so. Esp personal asked (B)(6) to send photos of the screen and informed him that he should be able to zero in auto. (B)(6) was unable to send the photos while using his phone but did facetime esp personal. Esp personal could see the patient's heart rate was from 120-160 and irregular on the console and because of this, the pump could not find a reliable r wave and was in pressure trigger. They also had the console in 1:2. Esp personal and (B)(6) discussed replacing the electrodes for a high-quality ECG signal and that would resolve the inconsistencies in trigger choice, allowing the console to provide the most effective therapy. (B)(6) stated that the patient was being prepared for transport to the ICU and he would give them esp number to call back for further assistance if needed. (B)(6) was appreciative for the explanation and assistance and denied any further need.

Event description:
User called into emergency support program (esp) line to request support with the inability to zero a non-fiber optic balloon while in auto mode when starting therapy after insertion. There was no injury reported.